Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Void subform as this event will be reported under medwatch: 0001822565 - 2021 - 02338. The subform needed to be moved to a new complaint to correct the sublocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised. The patient was noted to have an arm that was becoming ischemic. The surgeon highlighted that he felt the cause of dislocation was due to poor tuberosity healing and poor deltoid tensioning due to patients anatomy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d6, g4, g7, h1, h2, h3, h6, h10 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvrs shldr glnsp std 36mm cat: 115310 lot: 679140. Comp rvrs 25mm bsplt ha+adptr cat: 010000589 lot: 215130. Comp rvs cntrl 6.5x25mm st/rst cat: 115395 lot: 115395. Comp lk scr 3.5hex 4.75x30 st cat: 180553 lot: 217950. Comp lk scr 3.5hex 4.75x35 st cat: 180554 lot: 201230. Comp lk scr 3.5hex 4.75x15 st cat: 180550 lot: 202840. Comp lk scr 3.5hex 4.75x15 st cat: 180550 lot: 324280. Humeral stem 8 mm stem diameter 130 mm stem length cat: 00434900813 lot: 64188054. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the shoulder had dislocated. The patient is not experiencing any pain at this time, therefore, there is no further medical intervention planned for this time.